Event description:
Exam gloves are tearing easily upon application, already torn when pulling from the box. This box was pulled from the clinic space area and replaced with another of same brand different lot. Staff indicate that this has been occurring sporadically in the clinic.